Event description:
It was reported that during implant, the o-rings of the device set screws disconnected from the device header when removing the hex wrench. The physician reinserted the o-rings into the header and successfully completed implant of the device. The device remains implanted and the patient was in good condition following the event.

Manufacturer narrative:
.